Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Review of the device activity logs does show evidence to suggest the user was in lead ii instead of pads view and will not display a waveform unless the ECG leads are connected and they are in a lead fault state at this time. The ECG waveform appears to have been displayed appropriately through pads when all criteria is met. The customer had the ability to change lead view. The device was recertified and returned to the customer. No trend is associated with reports of this type.